Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on 2 unknown screws, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an open reduction of left fibula, using the synthes small ao set: a plate was being fixed in place with a series of screws. The heads of 2 of the screws used sheared off, two thirds of each screw,(shafts) in the bone of the patient that could not be retrieved. Both screws were size 24. The patient has 2 screw shafts in the fibula of the lower limb. This complaint is on 2 unknown screws. This is 1 of 1 report for (B)(4).